Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son was getting high blood glucose. Customer's blood glucose was 580 mg/dl. Customer was not with her and she was unable to verify the serial number. Caller was advised to troubleshoot when her son was with her. Caller agreed and stated that she will call back to troubleshoot.